Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify if the device jaws were damaged? No the device jaws were not damaged to our knowledge. Was the 1" metal piece determined to be a piece of the jaws of the device? It was not. Will this piece be returning with the device for analysis? No. If not, was the piece disposed of? No. It was stated that the patient had to be opened further to retrieve the piece. Was the procedure being done laparoscopically? Yes. If yes, was an existing incision enlarged to retrieve the piece? Yes. How much longer (minutes/hours) was the patient under anesthesia as a result of the event? Approximately 1 hour. Was there any patient consequence or change to the post-operative care of the patient as a result of the event? Longer exposure to anesthesia and fluoroscopy was needed to locate the piece. The post-operative care was the same. What is the current patient status? Patient was discharged home. Current status is unknown.

Event description:
It was reported that during a robotic assisted hernia repair procedure, a 1" metal piece came apart in the patient's abdomen during use. The patient had to be opened further and the piece was retrieved. The procedure was completed using a like device of the same product code. The patient was under anesthesia for an unknown additional period of time.